Event description:
Spontaneous; pt reports they are having a clamp issue on the cassette. Pt states it was initially leaking when they were priming but it's not leaking right now and medication is infusing. Rph reached out to cnss (B)(6) and she will be follow up with pt right now to assist with cassette issue. Patient confirmed no changes in breathing patterns. Lot number of cassette is unknown. No further information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Nursing supv will contact pt for f/u and confirm no further issue, resolved? Yes. Reported to (B)(6) by pt/caregiver.